Event description:
At 1508, the first alarm occurred, a helium leak alarm. We called the teleflex representative and paged the primary team. The teleflex rep went through the process of troubleshooting without resolving the alarm. We observed the line for kinks and copper flecks. None were observed. We pressed the start button and the alarm resolved. She attributed it to pt needing to vomit which caused increased thoracic pressure. 1750 several different alarms went off including a helium leak alarm. In order to trouble shoot the problem I faced timed the teleflex representative [redacted]. She walked me through the process of trouble shooting the leak. Eventually she performed a helium leak test and stated that the patient failed the helium leak test. She stated team needed to be notified that 30 minutes had started at 1750 and that it needed to be removed immediately. Team was paged and spoke to rep. Iabp [intra-aortic balloon pump] removed. Manufacturer response for intra-aortic balloon pump, ac3 optimus (per site reporter). Teleflex technical service rep inspected the iabp. No problems were found. Manufacturer response for intra-aortic balloon catheter, ultra 8® fiberoptix® iab catheter - 40 cc - 8 french (per site reporter). The clinical rep thought the catheter had a leak. The catheter was immediately removed from patient.